Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer over delivered approx 80.0 units of insulin and his blood glucose was 148mg/dl. It was stated that the insulin pump was not rewound before inserting a new filled reservoir, and he was also connected to his body at the time. It was stated that his glucose level dropped to 55mg/dl in short period of time. The mother stated that they were in their way to the hospital. Later, the mother called back and stated that the customer was taken to the hospital and he was discharged. No further info was provided.